Event description:
It was reported that premature battery depletion was observed on the device. The event was resolved by explanting and replacing the device. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.